Event description:
The customer called for assistance in programming the insulin pump. The customer then stated that he was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 173 mg/dl. The customer stated that he had just returned from dialysis and he had not taken his insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.